Event description:
In 2008, the patient reported he has received e4 (occlusion) messages on his insulin infusion device during basal delivery 3 times over the past few days. He said he has changed his insulin cartridge and infusion set tubing but that has not resolved the issue. To troubleshoot, the patient was instructed to disconnect from his infusion headset and prime through the tubing which went through without error. The patient then bolused through the tubing without error. The patient stated he typically changes his headset every 4-5 days, and his cartridge and tubing every 12 days. The patient was advised to change headsets every 2-3 days and the cartridge and tubing every 6 days. Site rotation and selection were discussed with the patient. The patient removed his headset during the call and discovered the cannula was bent. The patient did not report any blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address this issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.